Event description:
A lawsuit alleges that the right ventricular (rv) lead had "fired due to a fractured lead". The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010. (B)(4).